Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 301 mg/dl after changing the cartridge, tubing, and site. The customer changed the site and reported that bg levels slowly lowered. During troubleshooting with tandem's technical support, it was noted that there was an air gap in the tubing. Reportedly, the customer filled the cartridge with cold insulin. The customer primed the air gap out by performing the fill tubing step.